Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002.

Event description:
It was reported that, post mitral valve surgery, there was no sensing, no capture, nor any p waves noted on the surface ECG of the right atrial (ra) lead. There was also low impedance on the high voltage coils of the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.